Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2007 the patient presented to the emergency department with complaints of right flank pain. On (B)(6) 2007 it was noted that the patient was positive for dvt in the right lower extremity (r)(le). On (B)(6) 2007 it was noted that the patient underwent a greenfield ivc filter placement. The greenfield ivc filter was placed in the infrarenal ivc. The patient was reported to have been doing well after placement. On (B)(6) 2007 the patient was discharged from the hospital to home. On (B)(6) 2017, the patient underwent a computed tomography (CT) of the abdomen to evaluate the ivc filter and tilt was revealed. It was noted that the ivc filter was in place at the l2 to 3 level. There was a mild rightward and anterior tilt. The four of the six feet lied within, or just beyond, the ivc wall. A posteromedial foot extended 5.1 mm from the wall. The medial foot extended 3.6 mm from the ivc wall and contacted the surface of the abdominal aorta. The final impression noted that the medial foot contacted the surface of the wall of the abdominal aorta without penetration. No further complications were reported in relation to this event.